Event description:
During an acl reconstruction the surgeon noticed the threads peeling back as the screw was being inserted. Good fixation was noted. Sales rep. Confirmed that the surgeon was using a b-t-b autograft and tapped with a calaxo tap of 8mm. No delay resulted and no pt injury or complications took place.

Manufacturer narrative:
Device was not returned for eval. Therefore, no determination could be made for the reported device failure.